Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.